Event description:
It was reported the tip of the screwdriver sheared off during use. There were no fragments left in the patient. There were no patient symptoms or complications reported as result of this event.

Manufacturer narrative:
The screwdriver returned for evaluation. Visual inspection found a clean shear fracture of the distal tip. The failure appears to be the result of torsion, which is consistent with its designed use. The screwdrivers are used in conjunction with ratcheting axial or t handles for screw insertion. It is likely excessive torque was applied to the device during use. Review of the device history record indicates the instrument conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported.

Manufacturer narrative:
UDI related data quality updates only. Corrected information: d4. Serial #: blank. Lot #: cmn36250.